Manufacturer narrative:
(B)(4). Method: two complaint mr290 chambers were returned to fisher & paykel healthcare in (B)(4) and were visually inspected. Results: visual inspection revealed that the dome of both chambers was cracked between the hinge bracket and the port, near the base. Residue was present on both chamber domes. A lot check revealed no other complaints for lot 140914. Conclusion: the nature of the cracking and the residue on the domes indicates that the damage was caused by the chambers coming into contact with a solution containing ethanol/alcohol which has resulted in environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Set appropriate ventilator alarms; perform a pressure and leak test on the breathing system and check for occlusions; before connecting to a patient; maximum operating pressure: 8 kpa. (B)(4).

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an mr290v humidification chamber was leaking at the base during patient use. The hospital confirmed that there was no patient consequence.